Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Conclusion: the customer¿s report of back flow was not confirmed, and testing of the returned part from supplier indicated a passed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the back flow was not identified. A particulate or an off center membrane can cause a valve to remain open that allows backflow to occur. It is possible that during transport the particulate could have been dislodged.

Event description:
Per the customer medwatch: "IV medication zosyn was hung for infusion as a piggy back and it was discovered druing infusion the medication had back flowed into the primary tubing."